Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced power supply, battery box and board to resolve the issue. The system was verified and ready to use. The battery box was returned, and failure analysis (fa) investigation was completed. In logs, error 824 was found indicating the fault, confirming the fault occurred in the field. Visual inspection, no issues were found that is related to the report issue. The power supply was installed onto a golden system (is3000) where the component functioned as expected. Then the golden system was set to run battery/power test, 10 power cycles & sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. As a result of these findings, failure analysis was able to conclude that the power supply was not found to be the root cause of the reported event. Additionally, power board was returned and investigation was completed. The logs showed that errors 824 were found indicating the fault confirming the fault occurred in the field. Visual inspection found no issues were found that are related to the report issue. The board was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video tests, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour once the testing was completed, the system error logs were inspected, but no error could be identified.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an error 824 regarding the battery backup occurred when the system started up. The patient was not yet involved. The procedure was aborted with no patient involvement.